Manufacturer narrative:
Correction b5: it was reported that a spectrum pump was not able to detect a closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, the device was not able to detect a closed door. A review of the event history log (ehl) revealed "shut door - power off" messages. A service history review revealed the device has been serviced within the last twelve (12) months for a different issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper latch switch missing entirely. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not able to detect ca losed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.